Event description:
It was reported that a left heart catheterization was performed with a starclose device to the right femoral artery. One day later, an angio-seal was used following a percutaneous coronary intervention procedure (pci). The pt experienced hypotension and a hematoma six minutes later. A CT scan was performed in the abdominal. Integrilin was stopped and protamine was given. The pt was then transferred to intensive care unit (ICU) with surgical consult. Surgical repair was performed in right femoral artery (rfa). The physician found that the starclose device has been placed in a more distal catheterization puncture site and was within the subcutaneous tissue and there was bleeding from the catheterization entry into the rfa. The angio-seal device, which was more proximal was partially intact but was bleeding from the "suromedial". The pt was reported in stable condition.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.